Event description:
It was reported that customer's insulin pump was alarming. The alarm occurred shortly after customer pressed the act button during a bolus delivery. Customer was advised that the alarm occurred as a safety alarm that triggers when a specific series or steps is performed. The device is being replaced. Customer's blood glucose is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a52 alarm due to poor solder joint at u7 on mother board. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.